Event description:
Plaintiff's lawyer reported that patient allegedly was implanted with a cl medical I-stop (lot is-12-37, ref. Is-(B)(4)). Patient complained about dyspareunia, abdominal pain, uti, dysuria, recurrent sui and additional surgeries.